Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system triggered a red alert due to elevated shock impedance measurements exceeding the normal range. The patient experienced a related clinical event and presented to the emergency room. During the evaluation, the device communication adapter was found unattached and was reattached, followed by a forced data transmission. The high impedance alert was subsequently resolved. The device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room after seeing a red blinking light on their communicator. The red blinking light was triggered due to high out of range right ventricular shock impedance measurements. Additional information provided this ICD was subsequently explanted. Another ICD was implanted to complete this procedure. This ICD has not been returned at this time. No additional adverse patient effects were reported.